Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported "unit was not turning on", he observed that the unit was not charging the batteries and it was in true/hybrid mode. To fix the issue, he replaced the power supply and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11corrected fields: g1(contact person)

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on. It is unknown under what circumstances the event occurred. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. Device not returned to manufacturer.